Event description:
A home pt (hp) contacted baxter's technical service center (tsc) regarding a system error 2240 message that appeared on the display of the hp's homechoice machine during drain 3/4 of their automated peritoneal dialysis therapy. Per initial report "hp may have disconnected (transfer set from the pt line of the homechoice set) during drain. The hp was connected during call to tsc. Baxter's tsc assisted the hp in ending therapy early. No pt injury was associated with this incident.